Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, when device was fired on the pulmonary artery, slowly oozing staple line bleeding (less than 5 ml) was observed. The bleeding was noted on the central part of staple line. There was no patient injury.